Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test step during testing. The device's proportional valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification (aecm) test step during testing. The device's proportional valve was replaced to address the issue. The replaced proportional valve was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at post-test and passed all testing. Pil concluded that the proportional valve operates as designed.